Manufacturer narrative:
The facility did not return a sample for evaluation nor provide a lot number. Without a lot number controlled/non-released inventory samples from the same lot cannot be evaluated. Based on the info provided, the needlestick most likely occurred due to retracting the device without locking. Co was unable to confirm that an actual failure of the product to conform to expected performance had occurred. It was reported that the hospital contact tried other product that they thought were from the same lot and all devices clicked the clinic involved in this incident has been inserviced on the use of the product.

Event description:
The facility contact reports: this clinician was not certain if they "heard the click" which is an indicator that the device has locked. The clinician broke the pt's skin but did not enter the vein with the introducer needle. This clinician was inserviced on the use of the product. The facility contact did not have the info on how the site was cleansed but they think it was with betadine or water and a band-aid was applied. Baseline titers for hiv and hepatitis were drawn at employee health as part of the hospital's protocol. The sample was discarded.